Event description:
It was reported that the patient was no longer able to pump their inflatable penile prosthesis device. A replacement surgery was performed, during which the malfunctioning device was explanted and replaced with a new inflatable penile prosthesis. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.